Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled procedure that involved electrocautery, the patient received inappropriate hv therapy. A magnet was not placed on the device and as a result the patient received multiple inappropriate shocks, which triggered an alert for shorted output stage detection. Since the alert was triggered, the device successfully charged multiple times without issue. The alert was likely triggered by the electrocautery. The alert was cleared. The patient was stable before, during, and after the device interrogation and will continue to be monitored with regular follow-up.